Event description:
An initial report of the potential for hospitalization was received by united therapeutics drug safety on 14-jan-2025 and forwarded to millyard advanced medical products, llc on 15-jan-2025. The patient reported that his pump and remote would not communicate, and the pump battery was hot. He stopped using his backup system some time ago due to difficulty with attaching and removing cassettes. No adverse side effects were reported and replacement systems were sent. No components or further information associated with the reported event have been made available to the manufacturer for further evaluation. Despite no report of death or serious injury, this issue is being reported out of an abundance of caution.